Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the second culture test was negative and the scope was no longer contaminated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Related patient identifier: (B)(6). Model number: tjf-q180v. S/n: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning was completed immediately after the procedure and involved the following steps: aspiration of water through the instrument/suction channel with a suction pump and raising and lowering the forceps elevator during aspiration. The scope passed a leak test and soluscope was used as a detergent for manual cleaning. The instrument/suction channel, suction cylinder, instrument channel port, and forceps elevator were brushed during manual cleaning. The forceps elevator was raised and lowered when submerged in the detergent solution and the forceps elevator was flushed. Manual disinfection was not done. A soluscope automatic endoscope reprocessor (aer) was used with soluscope detergent and disinfectant. All channels were connected with tubes when setting up the aer. The scope was dried with filtered compressed air and then stored in an olympus drying cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The customer refused to provide a copy of the microbiological test results. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The customer reprocessed the scope and is waiting for the second culture results. If the second test result is positive, the device will be returned to olympus for repair. The device was not in use while waiting for the results.